Event description:
Boston scientific received information that during post-implant follow-up, 4 untreated episodes involving a baseline shift were exhibited all 4 episodes were confirmed to have occurred on the date of implant, approximately a few hours post system optimization. The patient is unaware of doing anything unusual during this time. An exercise test was performed; however, the patient was unable to attain a heart rate higher than 110 bpm due to an injured foot. Muscle provocation and manipulation did not lead to oversensing or noise annotation. The field representative confirmed the associated device was implanted submuscular. No adverse patient effects have been reported. To date, the system remains implanted and in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.